Event description:
It was reported by a nurse that the programmer was in use in the device clinic, and it would not session sync. The clinic tried a new wireless card and attempted to reset the ip address. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis was able to confirm the customer allegation. The software was corrupt. Analysis also found that the programmer experienced errors when interrogating with an rf head.